Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis was an unknown antibiotic administered intraperitoneally (ip) and intravenously (IV), (dose and frequency not reported). The patient was still in the hospital at the time of this report. The patient outcome was not reported. Additional information was requested and the nurse stated that they provided all available information.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13h08043, h13i06037 and h13i25011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.